Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the battery and the insulin pump was not working. Customer¿s blood glucose level was 150 mg/dl. Customer reported that the up ok button were unresponsive. Customer was not able to clear the alarm. Customer reported that they received insulin pump error and the screen was stucked on the error screen. Customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.